Manufacturer narrative:
The pump was returned and analysis revealed no anomalies. The device met specification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, lot# unknown, implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s intrathecal baclofen therapy was not always effective, less than 50% therapy relief, and that the patient symptoms returned. There was suspicion of a pump malfunction. As reported, there were no product allegations of the catheter and it remained implanted with no action required. However, during the revision, the physician had reported the presence of an occlusion of catheter in correspondence of the suture loop of the pump caused by a fibrotic mass. It was unknown if any troubleshooting or diagnostic testing was performed. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. Ultimately the physician decided to replace the pump. The initial implant date of the pump was reported as 2013 (B)(6) and was approximated. This device system delivered baclofen. At the time of the report, the patient's status was reported as alive-no injury and the patient was reported to currently be doing well and receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.